Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received at service center and evaluated. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The following repair activities were performed: "micro": preventive replacement of o-rings performed acc. To service manual motor corroded - motor replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: handcontrol set replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. Fluid ingress into the system is the likely cause for the rusted motor, keypad assembly failure and short circuit in the cable. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that post-surgery to an unspecified procedure, it was observed that the micro tornado hp w handcontrol would not turn and had a jammed motor. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. The surgery was completed with a second device with unknown patient harm or time delay. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occured in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.